Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was noted to be fractured. A lead revision was performed where the lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory in two segments, having been severed approximately 11.5 centimeters (cm) from the is-1 pin during the explant procedure. Visual inspection identified an extracting stylet remained inserted in the distal segment of lead. Setscrew marks were verified to be present on all terminal connectors. Lead damage such as compression and stretching was also noted. This damage is consistent with that induced during an explant procedure. Resistance testing was completed to assess the electrical performance of the lead, and the proximal segment revealed normal measurements. The distal rs (-) segment could not be tested due to the extracting stylet stuck within it; however, an x-ray indicated all wires in this segment were continuous. Detailed analysis was performed on identified area of trilumen insulation damage between 28 cm and 29 cm from the is-1 pin. The insulation was abraded through on one side and the other side appeared thin and torn-apart, noted to likely have occurred during explant. All three conductors were pulled into a loop, also noted to most likely have occurred during the explant procedure. In summary, laboratory analysis did find an area of insulation damage that did not appear to be induced during the explant procedure. Although the conductor coils were confirmed to be continuous in this area, due to the extensive damage due to pull/stretch that occurred during explant, it was unable to be determined if any of the rs (-) coils were exposed. The insulation damage in that area was most likely caused by entrapment in the clavicle/ first-rib region.